Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph of the sample was provided for evaluation. Upon visual inspection of the photograph, the venous pod was observed to be cracked at the bonded joint of the blue connector dialyzer and the tubing. The reported defect was not confirmed to be a manufacturing defect. The most probable root cause is that the defect originated from excessive force being placed on the blue connector dialyzer during use. All available information was forwarded to the supplier for further evaluation. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains passed internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
Accoridng to the complainant a line broke while a nurse was setting up a machine. No patient complications were reported as a result of this event.